Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer meshgraft ii serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2018, the device was noted to have been previously repaired twice, the last repair being for the meshgarft not cutting properly on (B)(6) 2017. On (B)(6) 2018, it was reported from chu de rennes that a mesher had a twisted comb. The customer returned a zimmer skin graft mesher, serial number (B)(4), for evaluation. Evaluation of the device on (B)(6) 2019 found that the device was out of calibration. The device did not produce a passing mesh during testing due to a damaged comb. Repair of the mesher occurred (B)(6) 2019 involved replacing the comb and recalibrating the device. The technician then tested and verified that the device was functioning as intended and then returned the mesher to service without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was damaged, it cannot be determined from the information provided as to what caused the comb to become damaged. Therefore, a specific root cause of the reported twisted comb cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be reported.

Event description:
It was reported that the comb of the mesher was twisted. The event occurred during surgery. No medical intervention occurred. No harm occurred with the patient or operator. Attempts have been made and no further information is available at this time. No adverse events were reported as a result of this malfunction.